Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.

Manufacturer narrative:
Corrected data: no uid number for this pump.the reported event is not a reportable issue, and was filed inadvertently.

Event description:
Pump is a non-human use device. Device is for training purposes only. Pump does not have the capability to deliver insulin and there is no potential of adverse impact. Therefore, MDR reportability is not applicable.